Manufacturer narrative:
B.5. Medtronic received additional information that there was no visual, audible, or performance abnormalities. The customer stated that no error warning message appeared. Medtronic received additional information that there was no damage noted in the instrument or the disposable. The problem is with several consumables device evaluation::the reported blood into waste bag issue was not verified during service. Service technician could not reproduce the reason for return but did observe led current was out of specification, level sense gain was out of specification, bowl detection led did not turn on, system controller board was defective, and observed cracks nearby the thread of the fluid trap. Service technician cleaned the unit, replaced trap fluid (pn: m055670t001), pcba controller (pn: m055293t003), atlg bag pro (pn: m059112t001). Adjusted led current and level sense gain. Preventive maintenance was performed as per specification. D.4.serial number and UDI updated correction h.4. Mfg date updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that it was thought that that the problem was with the instrument and it was not known if there was a problem with the washkit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this autolog iq instrument had blood passing into the waste bag and then the device emptied the blood bag into the waste as well. The use of the instrument was unspecified. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.